Event description:
It was reported that when this patient was near his electric model train collection, right ventricular (rv) over-sensing occurred due to noisy signals. This over-sensing resulted in pacing inhibition greater than 3 seconds, as well as inappropriate anti-tachycardia pacing (atp) delivery. Boston scientific technical services was contacted and confirmed the noisy signals were most likely the result of electromagnetic interference (emi) from the electric train set. It was recommended to emphasize to the patient the importance of maintaining 15 cm of separation between power supplies and this implanted device. The patient is continuing with normal follow-up appointments. At this time, the system remains implanted and no adverse patient effects were reported.